Manufacturer narrative:
The distal tip of the pusher was found to be damaged, consistent with the sequence of events in the reported event. Because of the damage to the distal tip and the fact that the stent was implanted, the user experience was not able to be replicated. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. All critical dimensions of the delivery system were measured and found to be within specification.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the fred was used to treat an internal carotid artery (ica) aneurysm. After deployment of the fred, the delivery wire caught on the stent and moved the stent proximally during the removal attempt. The delivery wire released from the stent and another fred was implanted within the first fred. There was no reported patient injury.